Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that impedance values were over 10000 ohms on case and 0, 1, 2, and 3. The healthcare professional asked if this suggested a loose connection. The other pairs, such as 0 and 1, were not out of range. The patient could not feel stimulation.